Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-2020 to jan-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a leak occurred and blood was confirmed in the helium tubing. The customer stated that the console had also generated a catheter restriction alarm, but was unsure if it occurred before or after the blood was noticed. The console was immediately put into stand-by around 3:25 am and the interventional cardiologist was called. The physician said he will take the patient in when he arrived around 6 am. It was confirmed that the physician was aware of the recommended 30 minutes limit in stand-by. The customer stated that the console shut itself off around 4 am. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: unit educator. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).